Event description:
A pt service rep contacted zoll customer support while fitting a (B)(6) male pt to report that there were bent pins in the electrode belt connector. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of the electrode belt sn (B)(4) has been completed. The reported problem (bent connector pins) has been confirmed. Upon eval, there were 2 bent pins in the electrode belt connector. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.